Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. Customer's blood glucose level was unknown. Customer stated the display was not blank less than 30 seconds. Customer stated display was blank currently. Customer stated battery compartment was neither damaged nor corroded. Customer stated that the spring was neither damaged nor corroded. Customer stated that the display did not return after insulin pump restart. Customer stated the contacts on the battery cap was neither missing nor damaged. Customer was advice to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device passed active current measurement and displacement test, however device received with high sleep current and unexpected battery power loss. Problem isolated to electrical board. Power connector plug in and locked in place properly. Device alarmed pump error 63 alarm during self test and confirmed in the pump history due to broken pin trace on keypad assembly.